Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 125 mg/dl. The customer reported that the device was exposed to mist (water from the park). Customer stated that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was explained the spi to motor pic communication error.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime fill anomaly. No a39 alarms noted and no moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The insulin pump was received with normal operating currents, passed the a21 error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.